Event description:
A user facility reported that the lma will not hold air. The problem was discovered when the physician was using the lma on a patient. He removed the lma and used another. It was reported that there was no patient injury or problem. The user facility returned the lma for evaluation.